Event description:
It was reported that during an unknown procedure, the tip of the device broke off during surgery. Cause is unknown. There was no patient consequence. Unknown how the case was completed.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approximately 6.76mm from the top of the outer tube. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert warns: "scratches on the blade may lead to premature blade failure."